Event description:
One endeavor sprint otw drug eluting stent was implanted in the proximal lad during index procedure. Approx 4.5 months post index procedure, the pt was diagnosed with unstable angina pectoris. Pt underwent left heart catheterization, coronary angiography and left ventriculogram. The lad showed diffuse 70-90% proximal stenosis. There was a patent left internal mammary artery to the distal lad. Distal to the left internal mammary artery insertion the lad had stent with 40% in stent restenosis. Pt had direct stenting (non-medtronic) of the posterolateral branch of the right coronary artery graft reducing restenosis from 80% to 0%. The pt tolerated the procedure well and had no complications. Approx 5 months post index procedure, the pt was diagnosed with non-st myocardial infarction and coronary artery disease. The lad had a 99% subtotal occlusion in the proximal lad in the mid to distal portion. The lcx was completely occluded at the proximal portion. A sprinter balloon was used to dilatate the lesion in the lad with significant improvement. A 2.5 x 24mm endeavor was subsequently placed across the lesion. Subsequent visualization showed marked improvement with less than 10% residual narrowing. There is good runoff noted. Better filling of the distal left anterior descending coronary artery was identified.

Manufacturer narrative:
(B)(4). Eval, results: (mi, revascularization).

Event description:
Patient experienced chest pain approximately 16 months post index procedure which was treated by revascularization of proximal lad using a non-medtronic stent.

Manufacturer narrative:
Date of mi has changed from (B)(6) 2011 to the (B)(6) 2011 medtronic, inc.

Manufacturer narrative:
(B)(4), results: inherent risk of procedure (mi).

Manufacturer narrative:
Date of mi event has changed from (B)(6) 2011.

Event description:
The mi events which occurred approximately 4.5 months and 5 months post the index procedure were not related to the study device. The restenosis which occurred approximately 16 months post the index procedure was not related to the study device. The patient has recovered with treatment.

Event description:
Patient is reported to have suffered an mi approximately 5 months post index procedure. The investigator did not assess if the event was related to the study device.